Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID 3389s-28, lot # v532558, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37651, serial # (B)(4), product type recharger; product ID 37651, serial # (B)(4), product type recharger.

Event description:
It was reported the patient believed the recharger was faulty. The patient was not able to turn the recharger off because there were no on or off button on the recharger. On the day of implant, a manufacturing representative had a problem getting coupling bars. The manufacturing representative stated that it was probably because of the dressing on the wound. The manufacturing representative had further stated the implantable neurostimulator (ins) needed to be charged. The patient thought the ins should be charged before implant so they can find out if there is a signal. The patient had trouble with getting coupling bars since implant. The patient never got any bars and they were empty. If the patient got two or four coupling bars, they stayed there only for a mine and then they lost them. The night prior to this report, the ins battery charge was at 50 percent. After charging for two hours the ins was still at 50 percent. The patient had been holding the recharger antenna over the ins. The patient had tried moving the antenna, turning the antenna and using the belt. Bandages had been taken off after five days and they only has surgical tape which was as thick as paper. At the time of this report, the reporter was able to get eight coupling bars that then went down to six when the patient was lying down. The reporter could feel the ins location better while the patient was lying down. The reporter planned to try using the recharger in a sitting position once the patient was awake. The reporter stated that if they knew recharging took so long they would not have gotten a rechargeable battery. The patient did have higher settings. Additional information received from a health care provider reported the patient had some difficulty getting eight coupling bars. The patient was able to get better coupling after moving the recharger around.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated that they have ongoing recharging issues and dissatisfaction with recharging. This includes coupling and maintaining antenna using harness, tape patches, and shipping tape.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was experiencing poor coupling. The patient also met with a manufacturer representative (rep) and received recharging instructions in addition to trying a harness, and a band / medical tape to keep a tight connection to the patient's chest. The patient was provided with antenna placement best practices and adhesive discs were recommended; the issue was not resolved. The patient then explained that the rep stated that the implant depth could cause an issue, but no issue regarding the implantable neurostimulator (ins) depth was alleged. The patient then confirmed that he has never seen any error codes or reposition antenna screens. A new antenna and some adhesive discs were ordered as the antenna was damaged. It was also reported that there was a harness issue as it does not sit tight enough to allow for effective charging or adequate coupling. It was confirmed that the harness issue was not an out of box failure and began occurring in (B)(6) 2015. The patient's medical history included receiving growth hormone therapy for people with traumatic brain injury, depression, and incontinence. The patient's concomitant medications included: oral baclofen which was taken inconsistently due to sleeping patterns.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.